Manufacturer narrative:
Concomitant products: product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported that the patient had a shocking or jolting sensation. It was noted that the patient remembered getting a shocking sensation about five days ago. It was noted that the patient was not feeling stimulation but thought everything was ok before they felt the shocking sensation.